Manufacturer narrative:
(B)(4). Upon follow up it was reported the same day as onset of the peritonitis event the patient began treatment with oral fluconazole (dose, frequency and route not reported) for the indication of sterile peritonitis. On an unreported date, antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Patient¿s weight was reported as (B)(6). The reporter¿s initials were reported as (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis while performing peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was reported to be possible chemical peritonitis; however this was unable to be confirmed, the cause has been assessed as unknown. It was not reported if the patient was hospitalized for the event. Two days after the event onset, extraneal therapy was discontinued. On the same day as onset, the patient began treatment with vancomycin (1 g, intraperitoneal (ip), frequency and duration not reported), ampicillin (1 g, for two days, ip, frequency not reported), and tobramicyn (loading dose of 100 mg followed by 50 mg per day for two days, route not reported) for peritonitis. Three days after the event onset, the patient was considered recovered from the peritonitis event. No additional information is available.